Manufacturer narrative:
Calibration was last performed on (B)(6) 2021; calibration signals were higher than expected. Qc was acceptable. No further information was provided by the customer. Based on the data provided, the cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 analytical unit. The initial result from an aliquot was 142 pg/ml. The aliquot was repeated with a result of 5.96 pg/ml. The primary tube was run twice with results of 5.73 pg/ml and 5.69 pg/ml the questionable result was not reported outside of the laboratory. The troponin t hs reagent lot number was 52368501 with an expiration date of 31-jul-2022.